Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the patients concern of the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed two openings on radius side assessed as surgical damage and observed opening on radius side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, observed broken plug strap side assessed as surgical damage and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the patients concern of the product. Device has been explanted.